Event description:
It was reported that there was a removal of c3/4 and c4/5 m6-c implanted in 2021 - south african patient - probably first implanted there. Reported loosening and failure with pain.

Manufacturer narrative:
Device has been returned for investigation and is pending completion.

Manufacturer narrative:
Device has been returned for investigation and is pending completion. Based on the inspection of the retrieved m6-c compiled in the present report, in the absence of additional clinical data or interim radiographs, the cause of this event was unclear; however, the device in this report had failed mechanically at the time of removal. It is unknown if infection was suspected or confirmed. In vivo damage was noted on endplates, sheath, fiber construct, and the core was likely not retained in vivo. It is unknown if infection was suspected or confirmed which may have contributed to the observed osteolysis; however, in vivo damage to the fiber construct was present, which likely contributed. Therefore, mechanical failure of this device likely contributed to the observed osteolysis and removal of the adjacent device at c3-c4. Rmf 0003 rev 39 line 12.22. - migration/loosening, acute requiring additional surgery, with explantation, involving patient with multiple cervical spinal implants rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted the build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications.

Event description:
It was reported that there was a removal of c3/4 and c4/5 m6-c implanted in 2021 - south african patient - probably first implanted there. Reported loosening and failure with pain.